Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction had occurred due to a pyxis module controller issue. A field service engineer reseated the pyxis communication bus cable, retractor band cable, row board cable, and replaced the module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had experienced multiple pocket failures. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.